Event description:
It was reported that the customer had problems with the tape peeling off after two days of the sensor insertion. It was also stated that the customer noticed part of the cannula missing when she removed the sensor. The customer believed that part of the cannula had broken off and remained underneath her skin. The customer saw her hcp about the issue, but they were not concerned, and stated that it will "work itself out". No sign of infection reported. It was stated that the customer's hcp wanted her to wear the sensor more often because she has had issues with low blood glucose in the past, and has even been involved in a car accident, and was close to getting her driver licence revoked. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.